Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in belgium underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was admitted urgently to the hospital due to bleeding at the stoma site and the tube migrating through the abdominal wall. The tubing needed to be removed. A CT scan showed blood loss and the internal button being median and migrating through the skin, with only one small bridge of tissue left.